Manufacturer narrative:
Physio-control evaluated the removed system pcb assembly and user interface pcb assembly. It was observed that a pcb-mounted jack connector, designator j03 on the system pcb assembly had broken off from the system pcb assembly. This caused the device to not have a connection with the therapy cable and to not be able to deliver therapy. During evaluation of the user interface pcb assembly it was observed that it took the device 13 seconds to complete a boot-up cycle. The likely cause of the reported issue was due to a failure of an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly, causing the device to not be able to deliver therapy.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their prompted "abnormal energy delivered" when the shock button was pushed. The device was used in combination with quik-combo electrodes on a patient. Patient details and the patient outcome were not provided.